Manufacturer narrative:
Combination product: yes.

Event description:
Noise reported on the rv channel which led to 20 shocks delivered to the patient. Noise was present on the rv channel during interrogation while the patient was seated in the ER. Physician to be consulted for next steps. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.